Event description:
It was reported that, "posterior tibial fracture." Reported device was implanted 7 years ago. Additional info: "the bone beneath the tray collapsed, which caused a fracture of the patient's bone beneath the tray, which was the reason for the revision."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.